Event description:
It was reported revision surgery was performed. The reason for revision is not available at the time of this report. The index surgery was performed to treat ddd and stenosis at l1-l5. Post-operatively there was neurological improvement but remaining backache. Revision surgery was performed approx one year and nine months post-operatively. No further info is available at the time of this report.